Event description:
Pt reportedly experienced hypoglycemia coincident with extraneal therapy (a labeled interferent for the test strips). Pt stated that he awoke at 8:30 am and did not feel well. Pt reportedly tested blood glucose, using the advantage system, and obtained a result of 109 mg/dl. Pt's wife phoned shortly thereafter, and he told her that he was not feeling well. Pt's wife reportedly phones a nearby family member who stopped by and found patient unresponsive. Emergency medical services were summoned and, upon their arrival around 8.45 am, patient's blood glucose measured 35 mg/dl on paramedic's device. Pt was treated with an intravenous glucose solution, after which blood glucose measured 144 mg/dl on paramedics' device. Patient's blood glucose was reportedly retested, on the advantage system, 10 minutes later with a result of 194 mg/dl. No additional treatment was received. Technical support requested the return of the advantage system for evaluation.